Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. This is one of two reported events in which the patient lost consciousness due to device failure occurring on separate occasions. The incident took place on (B)(6) 2025. At the time of the event, the patient experienced loss of consciousness (loc). Prior to this, her ex-husband attempted to contact her by phone, but she did not respond. Concerned, he went to her residence and found the patient unconscious. He immediately called emergency services. Upon arrival, the ambulance team measured the patient¿s blood glucose (bg) level, which was 1.5 mmol/l. The patient was treated with nasal glucagon by the medical team. After approximately five minutes, her bg level increased to 4 mmol/l. The patient was not transported to the hospital. Before losing consciousness, the patient reported seeing a ¿replace sensor¿ error message on her device. At the time of this report, the patient had recovered and was in stable condition. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 2 reported events in which the patient lost consciousness due to device failure occurring on separate occasions. Please see related record (B)(4).